Event description:
During initial manufacturing testing, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.